Event description:
The customer reports that the device has a display that goes blank intermittently. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has a display that goes blank intermittently. There was no reported pt involvement. Philips repair bench evaluated the device and could not duplicate the reported complaint. All performance assurance tests passed, and the device was sent back to the customer. As of (B)(4) 2012 there have been no further calls for this device.